Event description:
It was reported that the patient received an overdose of fentanyl during "surfactant" administration procedure. Per report, the patient required narcan administration and mechanical ventilation as a result of the event. The customer later reported the following additional information: the infant was undergoing salsa procedure (surfactant administration through laryngeal or supraglottic airways). The nurse practitioner wanted fentanyl given during the procedure. Fentanyl was pulled for an earlier order that they discontinued. Fentanyl was given 0.66ml but the rn realized after the 2 minutes that the whole syringe was given. There was a team at the bedside and narcan was given due to the infant's oxygen desaturation. The intended infusion rate was 7.95ml/hr. (0.66ml given over 5 minutes). The patient was 1 day old with a weight of 3.32kg and the admitting diagnosis was ¿single liveborn, born in hospital, delivered by vaginal delivery¿. Patient had respiratory distress in the delivery room and required "curosurf via laryngeal mask (salsa)". Per the customer's review of the infusion report: "after reviewing the syringe pump "all events report" from the bd knowledge portal it was confirmed that a full 2 ml syringe of fentanyl 20mg in 2 ml was loaded into the syringe. The dose was programed as 6.64 mcg in 0.66ml but then the vtbi (volume to be infused) was all or 2.1 ml. I attached the "all events report" for fentanyl for that module number and the events report of that day. It seems that the pump was programed to start on (B)(6) 2025 @09:11:07."

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of fentanyl was confirmed through review of the logs but was not replicated during device testing since they were not received for this investigation. The initial infusion of the drug ¿fentanyl bolus¿ at a custom concentration of 6.64 mcg/ 0.66 ml was manually programmed on (B)(6) 2025, at 9:10 am as a weight-based infusion (patient weight of 3.32 kg) with a detected syringe module of 2.1896 ml, calculating a dose of 2 mcg/kg. The duration of the infusion was defaulted to 5 minutes and the vtbi was set to all (2.1896 ml), calculating a rate of 26.2752 ml/hr. A warning appeared stating ¿vtbi exceeds container volume. Proceed?¿, the user pressed ¿yes¿ to proceed and the infusion was started at 9:11 am. The syringe module was channeled off at 9:16 am and the system was powered down. The total volume infused (tvi) between 9:11 am and 9:16 am was calculated at 2.1 ml. External and internal inspection, as well as testing of the suspect devices could not be performed since they were not returned for investigation. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Root cause: the root cause of the reported over infusion of fentanyl was determined to be a user programming error (medication volume entered incorrectly). The infusion of fentanyl was programmed as a weight-based intermittent infusion. The duration was programmed at 5 minutes and the vtbi was configured as all (meaning the entire detected syringe volume of 2.1896 ml); as such, the infusion rate was calculated at 26.2752 ml/hr, which is higher than the intended rate of 7.95ml/hr, and the entire contents of the syringe was delivered instead of the intended dose volume of 0.66 ml.